Event description:
It was reported the patient felt stimulation for the first few days, but now they did not. It was noted the patient was implanted less than a week prior to the report. It was reported that the patient received training the day of implant, but they did not recall much, partially due to anesthesia. The patient had a follow-up appointment scheduled the following week. Additional information reported the patient had concerns and had an appointment with their physician on (B)(6) 2013.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).